Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. It was reported the patient was not hospitalized for the peritonitis event. On an unreported date, the patient was treated with injection of vancomycin (1gm, ongoing, route and frequency not reported) and injection of fortum (1gm, ongoing, route and frequency not reported) for the event. The patient was recovering from the peritonitis event. Pd therapy was ongoing. No additional information is available.